Manufacturer narrative:
The product was not returned for investigation, so further investigation was not possible. No information was provided that would point to a cause for the result discrepancy. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). On (B)(6) 2017, the patient was tested with meter serial number (B)(4) at 5:00 p.m. And the result was 65 mg/dl. The patient took her normal 8 mg dose of glimepiride at that time. The patient normally takes 8 mg glimepiride medication at 8:00 a.m. And 5:00 p.m. Every day. No additional treatment was provided to the patient at this time. The patient was tested with meter serial number (B)(4) at 8:44 p.m. And the result was 61 mg/dl. No treatment was provided to the patient at this time. On (B)(6) 2017, the patient was tested with meter serial number (B)(4) at 4:27 a.m. And the result was 34 mg/dl. The patient was having low blood sugar symptoms of feeling shaky. The patient was treated with an intravenous drip of d50 at that time. The patient was tested with meter serial number (B)(4) at 4:39 a.m. And the result was 98 mg/dl. The patient felt better. Based off of the results of 34 mg/dl at 4:27 a.m. And 98 mg/dl at 4:39 a.m., the patient was taken off of her glimepiride medication. At 5:12 a.m. The patient was feeling okay and was tested with meter serial number (B)(4), resulting with a value of 86 mg/dl at 5:12 a.m.. No treatment was provided to the patient at this time. At 6:05 a.m., a sample was collected from the patient and tested with a laboratory method, resulting as 46 mg/dl. The patient was having low blood sugar symptoms of feeling shaky. The patient was given a glass of orange juice and she was able to drink this. The patient felt better at 6:30 a.m. And did not take her normal glimepiride medication at 8:00 a.m.. The patient was tested with meter serial number (B)(4) at 10:51 a.m. And the result was 29 mg/dl. The patient was having low blood sugar symptoms of feeling shaky. The patient was treated with an intravenous drip of d50 at that time. The patient was tested with meter serial number (B)(4) at 10:58 a.m. And the result was 30 mg/dl. The patient felt better at 11:09 a.m. The patient was tested with meter serial number (B)(4) at 11:09 a.m. And the result was 79 mg/dl. The patient felt better the rest of the day and did not take her normal glimepiride at 5:00 p.m.. The patient was tested with meter serial number (B)(4) at 10:19 p.m. And the result was 518 mg/dl. The patient was feeling okay, so the patient was tested again with meter serial number (B)(4) at 10:20 p.m. And the result was 247 mg/dl. The patient was still feeling okay after this measurement. No treatment was provided to the patient at this time. The patient was tested with meter serial number (B)(4) at 10:23 p.m. And the result was 177 mg/dl. The patient was tested with meter serial number (B)(4) at 10:24 p.m. And the result was 177 mg/dl. No treatment was provided to the patient at this time. The customer felt like all meter results were accurate except for the results of 518 mg/dl and 247 mg/dl on meter serial number (B)(4). No adverse events were alleged to have occurred with the patient. The customer was not sure if the same test strip vial was used for all meter measurements. Quality controls were tested on all involved meters within 24 hours of the event and these passed. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.